Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08222. It was reported that when the patient presented for follow up in clinic, the device vibrated while on drive to clinic. Upon interrogation, it was found that device delivered a patient notifier for high voltage lead impedance out of range and battery less than 3 months to eri. Device was implanted on (B)(6) 2019. The previous interrogation in (B)(6) 2020, the battery was 2.7 years while in (B)(6) 2020 it showed 1.2 years and now it revealed 2% capacity remaining to eri. The high voltage lead impedance was 63 ohms during check in (B)(6) 2020 and 66 ohms now. The patient is not dependent. Couple of days later, the device was explanted and replaced. The high voltage lead impedance was found to be high and out of range. Programming changes were made. The patient was stable before, during and after the procedure.